Event description:
It was reported to philips that there was a repair request of philips defibrillator caused by poor contact of the ECG cable. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was a repair request of philips defibrillator caused by poor contact of the ECG and spo2 cable. It's unknown whether there's patient involvement, waiting for gfe feedback. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.